Manufacturer narrative:
Currently. It is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2004 - the pt underwent implant of a bard/davol flat mesh during an open enterocele repair. The pt's attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device.